Event description:
Philips received a complaint on the heartstart mrx device indicating that there is a battery issue.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022.